Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there the patient was admitted and a slight power increase after patient was admitted to the hospital. It was stated that labs would be checked, and warfarin was stopped, and patient started on heparin. Also stated that the high watt alarm was brought closer to the current value. Log file review indicates a 0.2w increase above the normal operating range. It was stated that there were no patient injuries at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the thrombus was not confirmed and the patient was discharged. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed a slight increase in power consumption on (B)(6) 2018, however, power consumption was within normal operating ranges. As a result, the reported "high power" event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and review of similar high-power events, the most likely root cause of high power events may be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.